Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted almost two years after implantation to address a cataract development. Icl was removed and after cataract extraction and iol was implanted at the same surgery date. At the last follow-up ((B)(6) 2014) patient was doing well (uva 20/40). According to the report from the facility the type of cataract was anterior subcapsular and was not attributed to the device but to the patient related factor (high pre-op myopia, shallow anterior chamber). This correlates with the literature report that 6-7% of patients develop a cataract following icl implantation but only in 1-2% progress to clinically significant, especially in high myopes and older patients. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a possible cause of the event was determined to be due to the patient related factor (high pre-op myopia, shallow anterior chamber) and was not attributed to the device. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. At a post-op visit on (B)(6) 2014, an anterior subcapsular opacity was observed. The icl was explanted on (B)(6) 2014 through a new incision, the cataract was removed and an iol was implanted. A suture was required to close the incision. The patient is doing well and va is 20/40 uncorrected.